Event description:
I had back surgery where the surgeon used a product called medtronic infuse. After some time, I developed overgrown bone, experienced significant pain and suffered other serious injuries. Have more nerve damage in left leg and foot gets ice cold when right foot is warm. Have pain and nerve damage in right leg I didn't have and nerve damage that runs into my "stoma e" often.